Event description:
It was reported that a customer was unable to prime a one-link IV connector set with an unspecified drug. The syringe was added to the set to flush the line and no flow was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device evaluation was completed for the reported event. Initial visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further microscopic inspection passed successfully with no re-knits observed. Functional testing simulating use of the device passed successfully with normal flow observed through the set. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.